Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed andno anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the device had sensing difficulty and no pacing output. It was also reported that the right atrial (ra) lead was dislodged and there was positioning difficulty. It was thought that the patient may have pulled on the device. The device remains in use and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.